Event description:
The 840 ventilator stopped cycling while the pt was being suctioned. There was no report of any pt harm or injury. The nellcor puritan bennett customer support engineer (cse) inspected the device and he replaced the expiratory pressure transducer pcb. The unit passed its acceptance tests.